Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the provided information, the root cause was attributed to a user related issue. The event was caused by the accidental use of a speedlock sleeve 180 in combination with a 170mm nail during the procedure. In this relation also the per gamma3 hip fracture nailing system operative technique (g3-st-13, 03-2021) required pre-testing can be mentioned as by this test the deviation would have been detected prior to the nail insertion: «prior to nail insertion, the implant and instrument assembly must be checked. Ensure that the sleeve angle matches the corresponding nail angle chosen, e. G. A 125° position in speedlock sleeve for a 125° nail, and the distal sleeve matches either for «dynamic» or «static» locking as required.» if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when doing a short nail we use the 180mm nail most every time. We had a first scrub that had never used the system and therefore we help have everything ready prior to the start of the case including the 180 target sleeve on the introducer. Dr used a 170 nail and not the 180 like was planned. The nail was placed but because of the different lengths when drilling for the distal looking screw we hit the nail because prior to the case we set up for our standard 180 nail. Broke the drill bit traded the sleeve and opened a new drill bit." All debris was removed and disposed of.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "when doing a short nail we use the 180mm nail most every time. We had a first scrub that had never used the system and therefore we help have everything ready prior to the start of the case including the 180 target sleeve on the introducer. Dr used a 170 nail and not the 180 like was planned. The nail was placed but because of the different lengths when drilling for the distal looking screw we hit the nail because prior to the case we set up for our standard 180 nail. Broke the drill bit traded the sleeve and opened a new drill bit." All debris was removed and disposed of.